Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left anterior descending artery that is 90% stenosed. A 3.0x15mm xience xpedition was implanted; however, a dissection was noted. The dissection was noted to be treated; however, treatment is unknown. There was no adverse patient sequela and no clinically significant delay reported. Subsequently, after the report was filed it was noted there was no treatment provided for the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left anterior descending artery that is 90% stenosed. A 3.0x15mm xience xpedition was implanted; however, a dissection was noted. The dissection was noted to be treated; however, treatment is unknown. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.